Event description:
The clinician reports that the day the implant was placed in ada 2, failure occurred upon insertion. Details of surgery: primary stability not achieved and sinus perforation. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.